Event description:
The pt underwent bilateral breast reconstruction with mentor breast implants. Subsequently, according to the pt's attorney, the pt experienced personal injury. No other info is available.